Manufacturer narrative:
Attempts by utah medical products, inc., to obtain additional info and/or arrange on-site product evaluation have been unsuccessful.

Event description:
Pt was 40+ weeks in active labor. Upon insertion of intran plus, there was a decrease in b/p into the 50's. There was a large amount of vaginal bleeding. An emergency c-section was performed with fetal demise.